Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure (batch no. 35388, 36388) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: viibryd and mylan. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), metrorrhagia ("metrorrhagia (bleeding between periods)"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("chronic :pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and endometriosis ("other injury :endometriosis") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy(bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage, metrorrhagia, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, hormone level abnormal and endometriosis outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted insertion date: (B)(6) 2015 previously reported and (B)(6) 2016 in current pfs patient received treatment for pain, bleeding, fallopian tube perforation. Discrepancy in essure confirmation test date ((B)(6) 2015) essure confirmation test(s) conducted, specify: no diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test unspecified result unknown. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received :new event added-hormonal changes, endometriosis, lot no and historical drug added, patient aka name and height added and discrepancy in insertion date noted rcc updated we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), device breakage ('that coil broke and the remaining piece was grasped and removed') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 36388-inv,35388-inv, c35388) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, cesarean section, parity 3, multigravida, low back pain, headache, numbness, tingling, perineal pain and endometriosis. Previously administered products included for an unreported indication: viibryd and mylan. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), intermenstrual bleeding ("metrorrhagia (bleeding between periods)"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("chronic :pelvic pain"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), menstruation irregular ("hormonal changes/hormonal changes describe: irregular cycles,"), endometriosis ("other injury :endometriosis") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (ablation and salpingectomy(bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, genital haemorrhage, intermenstrual bleeding, dysmenorrhoea, dyspareunia, abdominal pain, heavy menstrual bleeding, menstruation irregular, endometriosis and vaginal haemorrhage outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, device breakage, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted insertion date: (B)(6) 2016, (B)(6) 2015 previously reported and (B)(6) 2016 in current pfs patient received treatment for pain, bleeding, fallopian tube perforation. Discrepancy in essure confirmation test date ((B)(6) 2015) essure confirmation test(s) conducted, specify: no date(s) of removal: (B)(6) 2016,(discrepancy noted per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test unspecified result unknown. Lot number reported (36388 ) is not valid lot number reported (35388 ) is not valid. Lot number: c35388 manufacturing date: 2014-03 expiration date: 2017-03. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 24-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), device breakage ('that coil broke and the remaining piece was grasped and removed') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. (35388,36388)not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, cesarean section, parity 3, multigravida, low back pain, headache, numbness, tingling, perineal pain and endometriosis. Previously administered products included for an unreported indication: viibryd and mylan. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), intermenstrual bleeding ("metrorrhagia (bleeding between periods)"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("chronic :pelvic pain"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), menstruation irregular ("hormonal changes/hormonal changes describe: irregular cycles,"), endometriosis ("other injury :endometriosis") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (ablation and salpingectomy(bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, genital haemorrhage, intermenstrual bleeding, dysmenorrhoea, dyspareunia, abdominal pain, heavy menstrual bleeding, menstruation irregular, endometriosis and vaginal haemorrhage outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, device breakage, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted insertion date: (B)(6) 2016, (B)(6) 2015 previously reported and (B)(6) 2016 in current pfs patient received treatment for pain, bleeding, fallopian tube perforation. Discrepancy in essure confirmation test date ((B)(6) 2015) essure confirmation test(s) conducted, specify: no date(s) of removal: (B)(6) 2016,(discrepancy noted per pfs) diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test unspecified result unknown. Lot number reported (36388 ) is not valid. Lot number reported (35388 ) is not valid. Lot number: c35388 manufacturing date: 2014-03 expiration date: 2017-03 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2021: mr received. Event added: that coil broke and the remaining piece was grasped and removed. Reporters, medical history were added. Essure insertion date was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure (batch no. (35388,36388)not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: viibryd and mylan. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), metrorrhagia ("metrorrhagia (bleeding between periods)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("chronic :pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and endometriosis ("other injury :endometriosis") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy(bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage, metrorrhagia, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, hormone level abnormal and endometriosis outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted insertion date: (B)(6) 2015 previously reported and (B)(6) 2016 in current pfs. Patient received treatment for pain, bleeding, fallopian tube perforation. Discrepancy in essure confirmation test date (B)(6) 2015) essure confirmation test(s) conducted, specify: no. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test unspecified result unknown. Lot number reported (36388 ) is not valid. Lot number reported (35388 ) is not valid. Lot number: c35388 manufacturing date: 2014-03 expiration date: 2017-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. (35388,36388) not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain. Previously administered products included for an unreported indication: viibryd and mylan. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia (bleeding between periods)"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("chronic :pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), menstruation irregular ("hormonal changes/hormonal changes describe: irregular cycles,"), endometriosis ("other injury :endometriosis") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (ablation and salpingectomy(bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage, metrorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, menstruation irregular, endometriosis and vaginal haemorrhage outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, genital haemorrhage, menorrhagia, menstruation irregular, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted insertion date: (B)(6) 2016, (B)(6) 2015 previously reported and (B)(6) 2016 in current pfs. Patient received treatment for pain, bleeding, fallopian tube perforation. Discrepancy in essure confirmation test date ((B)(6) 2015). Essure confirmation test(s) conducted, specify: no. Date(s) of removal: (B)(6) 2016, (discrepancy noted per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test unspecified result unknown. Lot number reported (36388) is not valid. Lot number reported (35388) is not valid. Lot number: c35388; manufacturing date: 2014-03; expiration date: 2017-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-dec-2020: pfs received. Event:hormonal changes updated to hormonal changes/hormonal changes describe: irregular cycles. New event: abnormal bleeding (vaginal) added. Event outcome: pelvic pain was updated to recovered. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. (35388,36388)not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, cesarean section, parity 3, multigravida, low back pain, headache, numbness, tingling, perineal pain and endometriosis. Previously administered products included for an unreported indication: viibryd and mylan. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia (bleeding between periods)"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("chronic :pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), menstruation irregular ("hormonal changes/hormonal changes describe: irregular cycles,"), endometriosis ("other injury :endometriosis") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (ablation and salpingectomy(bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage, metrorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, menstruation irregular, endometriosis and vaginal haemorrhage outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, genital haemorrhage, menorrhagia, menstruation irregular, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted insertion date: (B)(6) 2015 previously reported and (B)(6) 2016 in current pfs patient received treatment for pain, bleeding, fallopian tube perforation. Discrepancy in essure confirmation test date ((B)(6) 2015). Essure confirmation test(s) conducted, specify: no. Date(s) of removal: (B)(6) 2016,(discrepancy noted per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test unspecified result unknown. Lot number reported (36388 ) is not valid. Lot number reported (35388) is not valid. Lot number: c35388, manufacturing date: 2014-03, expiration date: 2017-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2021: mr received. Reporter's information added. Medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), metrorrhagia ("metrorrhagia (bleeding between periods)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("chronic :pelvic pain"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (salpingectomy(bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage, metrorrhagia, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted insertion date: (B)(6) 2015 previously reported and (B)(6) 2016 in current pfs patient received treatment for pain, bleeding, fallopian tube perforation. Discrepancy in essure confirmation test date ((B)(6) 2015). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test unspecified result unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: previously reported event injury were updated to new events perforation: fallopian tubes, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain/chronic, abdominal pain, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding between periods)general abnormal bleeding. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.